Manufacturer narrative:
The pump was received with all buttons functioning properly. No damage on the keypad assembly was noted and no unlocked lcd keypad connector noted during visual inspection. The pump had normal operating currents. No unexpected low battery alerts noted. No frozen display occurred during testing and the pump powered up properly. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump are unresponsive and the screen is frozen. Blood glucose value is 203 mg/dl. Nothing further reported.